Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer was off the bus and not registering. The customer reported that the tabletop unit experienced a recurrent drawer malfunction, with the drawer frequently going off the bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer powered down the device and replaced the pyxibus card along with both drawer controller cards due to failures on drawers 1.1 and 1.2. Additionally, the drawer controller cards for drawer 2.1 were proactively replaced to ensure updated components were installed. The system was then rebooted to the application, and drawer 1 was configured successfully. The system functioned as intended after the field service engineer repaired the device.